Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, product ID: 9735762, version: 2.1.0, a medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The system was working as intended, but the field service engineer planned to replace the connection cable for the main cart and camera cart for preventative reasons. All cables inside were checked without any visual damage shown. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that an error message appeared stating, "an internal error has occurred and the application must restart. Please contact medtronic technical support." The camera cart monitor switched off, and the cranial application restarted randomly. The client complained that there was a disconnection of the camera cart monitor after the system was switched on. Also, there was an automatic restart of the cranial application during verification of a patient. After a restart, the system worked fine. The issue occurred pre-operatively with no patient present.

Manufacturer narrative:
H2, h3: additional system service in formation was received. The main to camera cart cable was replaced preventatively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. The logs captured a segfault and corefile on the date of the issue. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.